Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause and product return status. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that the left bundle branch (lbb) right ventricular (rv) lead of this pacemaker system was scheduled for lead revision due to elevated thresholds. It was noted that this pacemaker system was implanted less than a month ago, and the battery of this pacemaker was suspected to be depleting prematurely with a remaining battery longevity estimate of 2.5 years. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Additionally, fluctuated from 600 ohms to low, out-of-range pace impedance measurements less than 200 ohms. Upon switching to unipolar, battery power consumption and impedance measurements appeared within range. Due to the observed high rate of battery consumption and low rv bipolar pace impedance measurements, a gate oxide anomaly was suspected with the possibility of associated lead integrity concerns. Urgent replacement of both, the pacemaker and the lbb rv lead, was recommended. Subsequently, both the pacemaker and rv lead were explanted less than a month after implant. It was noted that during the procedure, a small amount of torque was applied to the lbb rv lead, and the lbb rv lead pulled apart upon explant. Technical services (ts) discussed possible causes, however the cause was unclear. During the same procedure, a secondary lead implant was attempted due to an unspecified reason. No additional adverse patient effects were reported. Product return was requested.

Event description:
It was reported that the left bundle branch (lbb) right ventricular (rv) lead of this pacemaker system was scheduled for lead revision due to elevated thresholds. It was noted that this pacemaker system was implanted less than a month ago, and the battery of this pacemaker was suspected to be depleting prematurely with a remaining battery longevity estimate of 2.5 years. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Additionally, fluctuated from 600 ohms to low, out-of-range pace impedance measurements less than 200 ohms. Upon switching to unipolar, battery power consumption and impedance measurements appeared within range. Due to the observed high rate of battery consumption and low rv bipolar pace impedance measurements, a gate oxide anomaly was suspected with the possibility of associated lead integrity concerns. Urgent replacement of both, the pacemaker and the lbb rv lead, was recommended. Subsequently, both the pacemaker and rv lead were explanted less than a month after implant. It was noted that during the procedure, a small amount of torque was applied to the lbb rv lead, and the lbb rv lead pulled apart upon explant. Technical services (ts) discussed possible causes, however the cause was unclear. During the same procedure, a secondary lead implant was attempted due to an unspecified reason. No additional adverse patient effects were reported. Product return was requested.

Manufacturer narrative:
This lead was returned to our post market quality assurance laboratory with the helix mechanism in an extended position. Visual inspection found dried blood and tissue around the helix. The lead tip helix house was removed, and microscopic inspection showed the helix was loose from the coupler and it was confirmed to be due to corrosion. It was noted that this lead had been implanted with an accolade device, and evidence indicates that an anomaly with the accolade's custom integrated circuit component resulted in a constant current being delivered from the device to this lead. This constant current caused this lead to become corroded, which contributed to the reported observations of elevated thresholds and low out-of-range pace impedance measurements.